Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples are stuck in the staplers and if or when they are not stuck they do not grab the skin properly. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. It was noticed that the pawl was spun out of place and, when the stapler was taken apart, it was also noticed that a piece of the trigger right by the pawl was broken. The stapler was returned with 7 staples left in the cartridge indicating that at least 28 staples have been fired by the end user. Reference files (B)(4) for investigation photos. In attempt to fires staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, one properly formed staple was deployed. However, the trigger got stuck. The piece of the trigger by the pawl that was already broken, broke off of the device. The remaining staples were able to properly form and release, but the trigger constantly got stuck due to the broken piece near the pawl. It could not be determined what caused the piece of the trigger to break. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "stuck in stapler" was confirmed based on the sample received. The stapler was received with a piece of the trigger near the pawl broken. This caused the trigger to constantly get stuck which would prevent the staples from releasing until the trigger was returned to its initial position. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
The staples are stuck in the staplers and if or when they are not stuck they do not grab the skin properly. There was no patient injury.